Manufacturer narrative:
The suspect connector was returned to the manufacturer for analysis. The connector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the connector was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect connector has not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the battery side j7 connector was damaged on the imaging system. There was no patient present when this issue was identified. No additional information was provided.